Event description:
The customer reported via phone call that the police took her to the emergency room and she was extremely low because, she did not eat much and was moving around (B)(4). Customer stated that the combination caused her to crash and she was unconscious at (B)(4). Customer was taken to the emergency room on (B)(6) 2015 due to a low blood glucose. Customer was released and never admitted, but she was treated in the emergency room. Customer was wearing the pump at the time of the emergency room visit.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.